Event description:
Severe metalosis of the right hip resulting in removal of acetabular prosthesis implant date approx 4 years ago.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.